Event description:
It was reported that the handheld device would not hold a charge. It was noted that the handheld was also performing slowly prior to battery issues. The suspect handheld device has not been returned to date.

Event description:
Analysis of the returned handheld device and software flashcard was completed. No anomalies associated with the main battery were identified during the analysis. During the analysis, it was identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with three broken wire connections in the serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified. During the analysis, it was identified that the software would pause following an interrogation. This is expected behavior for the software considering the database size. No functional anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
The handheld device and software flashcard have been returned to the manufacturer where analysis is currently underway.